Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer's blood glucose level. The customer performed a pump reset before contacting technical support, which resolved the issue as the malfunction code did not recur. The customer was advised to continue using the pump and to reach out again if the issue reappears, which they acknowledged and understood.